Event description:
It was reported that the power lift coil cable was damaged due to damaged footend cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.